Manufacturer narrative:
Screw broke intra-operatively and was not implanted / explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a craniotomy for the enucleation of the brain tumor took place on (B)(6) 2015. During the surgery, it was reported that the one of reported screws was twisted off at its head. The broken thread remained in the patient's skull and some under part of head was projected out of bone. Eventually the surgeon decided to leave the residual and closed the skull to complete the surgery. No surgical delay was reported. As of (B)(6) 2015, no adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: as only a small fragment of the broken screw head was sent for evaluation, it was not possible to measure the dimensions. As the lot number of the broken screw is unknown, no device history record review could be performed.microscopic investigation shows that the screw head was plastically deformed prior to the breakage. This deformation indicates exceeding mechanical force applied while insertion. The applied torsional force during insertion was higher than foreseen for this particular type of screw. No manufacturing related reason for breakage could be identified. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.